Manufacturer narrative:
Correction: the original provided lot was incorrect. D4: lot # and expiration date; h4: device mfg date are all unknown. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a chait percutaneous cecostomy catheter dislodged. The patient's first cecostomy catheter was placed on (B)(6) 2020. The chait device was placed on (B)(6) 2020 due to convert the previously placed unknown cecostomy catheter to a chait. The device was placed related to constipation, imperforate anus, genetic mutation, and developmental delay. During the procedure, fluoroscopy image guidance was used to place the catheter via open surgery in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Phosphate enema was instilled throughout the duration the chait remained in place. On (B)(6) 2020 (34 days post-procedure), a 30-day follow-up assessment was performed. It was noted that the patient experienced an improvement of symptoms. On (B)(6) 2020 (109 days post procedure), the chait was accidentally dislodged. As a result, the device was successfully removed and replaced the same day. On (B)(6) 2020, the patient had an additional procedure to replace their cecostomy tube, likely referring to the device placed on (B)(6) 2020. The patient had a follow-up visit on (B)(6) 2020 (180 days post-procedure) which noted the replacement performed on (B)(6) 2020. No other adverse events were reported. Reviews of documentation including the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Cook also reviewed product labeling. The instructions for use (IFU) [t_tdcs_rev7] supplied with the complaint rpn was reviewed for information related to the reported failure mode. The IFU states: ¿contraindications ¿ previous abdominal surgical procedures. Precautions. ¿ instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. ¿ for tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used. Pre-placement recommendations: placement of the chait trapdoor cecostomy catheter is a two-step procedure. Initially, a temporary loop retention drainage catheter is percutaneously placed into the cecum and maintained while the tract matures. Note: after appropriate tract maturation, the temporary drainage catheter should be removed and replaced with the chait trapdoor cecostomy catheter. (This will be approximately 6 weeks after initial procedure).¿ based on the dmr and IFU, cook was not able to find evidence suggesting the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no device return, and the results of the investigation, cook was not able to establish a cause for this event. It is possible that unintentional traction/force was exerted on the device as the dislodgment was reported as ¿accidental¿; however, this possibility cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. E3 - occupation: primary investigator. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a chait percutaneous cecostomy catheter dislodged. The patient's first cecostomy catheter was placed on (B)(6) 2020. The chait device was placed on (B)(6) 2020 due to convert the previously placed unknown cecostomy catheter to a chait. The device was placed related to constipation, imperforate anus, genetic mutation, and developmental delay. During the procedure, fluoroscopy image guidance was used to place the catheter via open surgery in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Phosphate enema was instilled throughout the duration the chait remained in place. On (B)(6) 2020 (34 days post-procedure), a 30-day follow-up assessment was performed. It was noted that the patient experienced an improvement of symptoms. On (B)(6) 2020 (109 days post procedure), the chait was accidentally dislodged. As a result, the device was successfully removed and replaced the same day. On (B)(6) 2022, the patient had an additional procedure to replace their cecostomy tube. However, it is likely this refers to the device placed on (B)(6) 2020 and not the chait study device. The patient had a follow-up visit on (B)(6) 2020 (180 days post-procedure) which noted the replacement performed on (B)(6) 2020. No other adverse events were reported.